Manufacturer narrative:
(B)(4). The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had loss of stimulation. It was determined that some contacts were out on one of the leads. The patient underwent a lead replacement procedure. Device malfunction was suspected. The patient was reportedly doing well postoperatively.